Event description:
Primary tubing which was infusing chemotherapy was leaking. The infusion was stopped and the patient disconnected. No harm to the patient. The tubing was discarded. Ref. MFR # 9614279-2014-00005.